Event description:
It was reported, the pt is experiencing discomfort at the ipg site. It was also reported the charger and programmer are having difficulty communicating with the ipg. The pt plans to undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.